Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 35 mg/dl at the time of the incident. The customer went low the same day after being trained on the pump. The customer was given frosting to treat. The customer experienced symptoms such as sweating. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer threatened legal action if hey did not get reimbursed for a sensor serter. The customer had another low on (B)(6) 2018 and was hospitalized. The insulin pump will not be returned for analysis.